Event description:
Pt family reported that her brother has a medtronic shunt that has been difficult to adjust. For the past yr, he has been throwing up and can't work. He has head pain, vision issues and vomiting due to regulation of pressure in his head. The device had been replaced due to failure about a yr ago and things went great for about half a yr and then started having issues. Doctors from different facilities readjusted the valve.

Manufacturer narrative:
(B)(4). The product was unavailable for return. Therefore, an eval of the device performance was not possible. A review of the mfg records was not possible as no lot number was provided. The pt's family did not want to file a complaint, and further info is not available.